Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated he was able to obtain a new box of pen needles from his pharmacy and that the initial concern has been resolved.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the 31g pen needles were not aspirating. The package had not been open or damaged when received by the customer from the pharmacy. Customer has been using the product out of this package for one month. The customer is suing compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 22-may-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned for evaluation. Returned product was forwarded to supplier quality and internal evaluation was performed by the manufacturer. No abnormalities observed with returned and retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.